Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device change out procedure of this pacemaker, when the lead was connected into the header of the device it would not fit. Technical services informed that an adaptor would be needed. An adapter was tried and it still would not fit into the header. Subsequently, this pacemaker was removed and a new pacemaker was implanted and the lead was able to be inserted successfully. The device will be returned for device analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a device change out procedure of this pacemaker, when the lead was connected into the header of the device it would not fit. Technical services informed that an adaptor would be needed. An adapter was tried and it still would not fit into the header. Subsequently, this pacemaker was removed and a new pacemaker was implanted and the lead was able to be inserted successfully. The device will be returned for device analysis. No adverse patient effects were reported.